Manufacturer narrative:
Meter (B)(4) was returned and investigated with retained test strips. Meter powered on with button depression and test strip insertion. No new issues were observed. Blank screen was not observed. The complaint was not confirmed.

Event description:
Customer's niece reported that on (B)(6), 2014 customer's adc blood glucose meter would not turn on at all. Caller further reported that during the night customer fell out of bed and was found the next day on the floor, conscious, but weak. Customer asked for and ate a banana while she called the (B)(6) hospital. Caller was advised to rush the customer to the hospital. At the hospital a reading of 429 mg/dl was received on an unknown device. Customer was diagnosed with hyperglycemia, admitted to the intensive care unit, was "in and out of consciousness" and treated with an insulin drip. Customer was still in the hospital at the time of the call to adc customer service. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once additional information is obtained. Note: the serial number of the meter is unknown; hence the device manufacturer date is unknown. All pertinent information available to abbott diabetes care has been submitted.